Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on december 02, 2015 with blood glucose of 515 mg/dl. Customer was hospitalized due to high blood glucose and diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Prior to 911 call, customer attempted every remedy to lower blood glucose with no success. It was found that insulin pump was damaged. Customer reported that display screen was cracked and broken. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had a cracked display window, cracked case at the display window corner, and a cracked reservoir tube lip. No broken off piece was noted and no damage noted to the display glass.